Event description:
It was reported that the pt was having surgery for "pocket exploration" due to "ticking noise" and a bulge which appeared approx one week ago. The ticking noise was audible to others in a room and has only recently been audible. No increase in symptoms or changes to infusion therapy were reported. During surgery, a catheter tear at the connector "due to age" was noted. Final pt outcome was not reported by the hcp.